Event description:
The manufacturer received information alleging a ventilator had an external sensor failure. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device the reported issue was confirmed. The sensor cable was replaced to correct this issue.